Event description:
A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician observed power connecter was burnt. Additionally, error codes e053 (e-53: err_comp_log_sem_timeout), e100 (e-100: err_humid_no_heat) were found and there was contamination from dust. The device was repaired by the third-party service center after the evaluation was completed. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.